Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please forward the following questions on to the appropriate personnel? Were staples missing or not visible after being deployed? If staples did deploy what was the appearance of the staples? (B-formation, irregular, legs straight)? If the tissue was not stapled, but cut how was the transected tissue managed?

Event description:
It was reported that during a obesity gastroplasty procedure, the staple opened the staple line. No harm to the patient was reported. Another similar product was used to continue the procedure.

Manufacturer narrative:
(B)(4).batch # r59n8e. Investigation summary: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. L